Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that the connector of a rt380 evaqua 2 adult breathing circuit was found cracked during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand and was visually inspected and analysed. Results: visual inspection confirmed that the patient end tubing collar was cracked. Further analysis of the compalint device revealed the surface of the collar has tree-ring patterned deformation patterns that are typical of environmental stress cracking which form due to chemical exposure. Conclusion: based on our previous investigations the crack is most likely due to the collar being in contact with a chemical resulting in environmental stress cracking. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
Ps340869. The complaint rt380 evaqua 2 adult breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that the connector of a rt380 evaqua 2 adult breathing circuit was found cracked during patient use. There was no patient consequence.